Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) ) stopped after performing several compression sessions" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned appropriately and as intended. Based on the archive, the autopulse platform stopped due to multiple user advisory (ua) 11 (max patient temperature exceeded) and user advisory (ua) 41 (patient temperature sensor failure) error messages on and around the reported complaint date. As per the customer, the autopulse platform is stored in the patient compartment of the ambulance and the platform was on the hard surface when compressions were performed. Factors such as ambient storage conditions (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) will increase the internal temperature of the autopulse platform and could cause the occurrence of the user advisory (ua) 11 and user advisory (ua) 41 error messages. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Observed the temperature sensor response respectively to the temperature increase/decrease. The archive data review showed that the autopulse platform performed several compression sessions and stopped twice due to user advisory (ua) 11 on the reported event date. The patient contact surface temperature sensor was outside of the normal range of 45°c (113°f) during the power-on-self-test or the take-up. Also, the archive showed the presence of multiple user advisory (ua) 41 after the platform was restarted by the user. The temperature sensor reading is outside of the normal range (72°c). As a precautionary measure, the temperature sensor was replaced, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Upon further testing, unrelated to the reported complaint, notice no brake activation upon powering on the platform. The root cause was due to the drivetrain motor brake assembly air gap was too narrow (0.005") out of the specification of 0.008" ±0. 001". The brake gap was adjusted within the specification to address the observed issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4) ) was used to treat a (B)(6) -year-old male (190lb) patient in cardiac arrest. The cardiac arrest was not witnessed. The manual CPR was performed by the first responder for approximately 8 minutes. The autopulse platform performed several compression sessions with the pause for pulse check without any fault or error. After the device's 3rd pause for the pulse check, the platform could not resume compressions. The user lifted the lifeband to a full extent, however, the platform would not resize the patient to resume the compressions. Per a reporter, the crew could not recall any user advisory (ua) error messages displayed on the platform. The crew switched to manual CPR for an unknown period. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead on the scene by medical control. Per the reporter, the patient's death was not related to the autopulse platform.